Event description:
There was resistance with the guidewire in the lead. Finally, it became stuck and unable to be withdrawn. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).